Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the customer ordered a sales unit of product code ec60a. Upon opening, there was one ec60a and two sc45a devices enclosed.

Manufacturer narrative:
(B)(4). The analysis results found that six individual boxes were returned for analysis. The carton graphics indicated that the instruments were sc45a devices. However, the label in the box indicated ec60a devices. Upon opening of the individual packages, the instruments were confirmed to be ec60a devices instead of the sc45a devices as the carton showed. The batch record was reviewed and no anomalies were noted during the manufacturing process.